Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
07/29/1999-supplemental report # 1 sent to FDA.